Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that clinicians were experiencing air-in-line alarms with and without visible air noted in the IV set. It was reported that the clinicians troubleshoot this by "manipulating" the IV tubing, ¿flick¿ the bubbles, remove the IV tubing and wipe the area inside of the pump module with an alcohol pad. This was reported to bd associate during their site visit. Bd team reviewed with the customers best practices for reducing air-in-line alarms. There was patient involvement but no harm.